Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to disconnected transducer port from the connector panel. The transducer was reconnected to resolve the report. The exhaust and exhalation valves were tightened as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.